Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation, non-malignant pain/ failed back syndrome ,other. It was reported that the patient fell and after the fall, the neurostimulator (ins) moved around. Patient stated this happened 2-3 weeks ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no actions/interventions were taken to resolve the neurostimulator (ins) moving around as the patient wasn¿t too concerned about it and didn¿t want to follow up with a healthcare provider (hcp). The issue wasn¿t resolved. No further complications were reported.